Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jun-26, information was received from a patient representative, regarding a patient receiving baclofen via an implantable pump for intractable spasticity. It was reported the patient was in the processes of having the pump"drawn down" to have the pump removed. The patient representative stated the patient started at 100 mcg and went up to 400 mcg but, there was no change or benefit whatsoever. The patient representative stated the pump was "high as t1". The patient representative stated the pump was not working and that stopped the patient from being involved with treatment therapy that included electrical stimulation. The patient representative stated they were moving and physician listings were sent to the caller. The caller was redirected to healthcare professional (hcp) to further address pump removal.